Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cystonephrofiberscope had a loose cylindrical port. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported loose biopsy port and liquid dripping from the scope the instrument channel could not be determined, however, the observed yellow/brown liquid leaking from the scope was likely the result of the loose a leak due to the loose/damaged port, and the foreign material/liquid could not be removed during reprocessing. The root case of the loose port could not be determined however the observed physical damage was likely the result of user handling/mishandling. Olympus will continue to monitor field performance for this device.